Event description:
The stapler was not catching the way it should. Physician would try to staple and could not get it to lock in place and hold the tissue to staple. Device worked the first time, but the second time is when it malfunctioned.====================== manufacturer response for endo gia universal 12mm stapler, autosuture======================manufacturer provided rga# for product return evaluation. Manufacturer also was to provide shipping container, after waiting 1 week product was boxed and shipped by facility.